Event description:
It was reported that during a procedure in the mildly calcified proximal superficial femoral artery, the 7.0/40/80 absolute stent did not deploy after the safety lock was released and the thumbwheel turned with resistance. The device was removed from the anatomy and a second 7.0/40/80 absolute stent system was advanced to the lesion, and the same occurred. The device was removed from the anatomy and the procedure was completed with a 6.0/40/80 absolute stent system. Outside of the anatomy, it was noted that one of the stents (unable to confirm if the first or the second) was partially deployed. There was no resistance felt during advancement or withdrawal and there was no kinking to either device. There was no significant clinical delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood and saline in the shaft, consistent with being advanced into the anatomy as reported. The stent implant was stationary on the shaft between the markers. The distal end of the stent was partially deployed 8 mm as reported. There was no damage noted to the stent implant. The distal sheath was retracted 1.3 cm proximal to the tip, consistent with the attempt to rotate the thumbwheel against resistance. The inner braided member was kinked 2.5 mm and 1.4 cm proximal to the proximal marker. There was a kink in the shaft 2 mm distal to the strain relief tubing. There were multiple kinks equally spaced on the shaft, 51.5 cm distal to the strain relief tubing for a length of 12.7 cm. There was no other damage noted to the sess. The handle lock was in the unlocked position. During functional testing, the reported difficultly was confirmed. An attempt was made to rotate the thumbwheel but during rotation the inner braided member began to bunch at the kink 1.4 cm proximal to the proximal marker and was not able to rotate the thumbwheel further. After opening the handle, the rack was observed to be retracted 4 cm proximal to the thumbwheel gear. There was no damage noted to the internal mechanisms. Failure to deploy and/or difficulty rotating the thumbwheel can be a result of, but not limited to, manufacturing, anatomical conditions, kinks and/or chatter marks on the shaft, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, based on the functional testing of the returned unit, it is likely that the kinks and chatter marks noted in the shaft contributed to the reported difficulty. This was further confirmed as the inner braided member began to bunch at the kink 1.4 cm proximal to the proximal marker and was not able to rotate the thumbwheel further during functional testing. Potential factors that can contribute to shaft kink(s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. Chatter marks may possibly be the result of advancing contralateral over the superficial femoral artery or applying a pulling force to the shaft. As a result of the resistance rotating the thumbwheel, the distal out sheath was retracted slightly causing the partial deployment of the stent. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.